Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Discomfort - vagina [vulvovaginal discomfort] when I inserted it into my body I felt discomfort - tampon [complication of device insertion] tampon came apart [device breakage] case description: consumer reported via phone that the tampon came apart when she removed it. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Discomfort - vagina [vulvovaginal discomfort]. When I inserted it into my body I felt discomfort - tampon [complication of device insertion]. Tampon came apart [device breakage]. Case description: consumer reported via phone that the tampon came apart when she removed it. No serious injury was reported.